Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the front therapy electrode (te) and rear tes. It was reported that the patient's skin was red and dry. The patient consulted his physician who advised to remove the lifevest until the blister healed. Follow-up indicated that the patient was prescribed a cream which cleared up the irritation.